Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 26 months ago. Aneurysm and vessel morphology at the time of the implant are unknown. It was reported that during a routine follow-up, the patient was found to have a small proximal type I endoleak and a type ii endoleak with slight aneurysm expansion (exact size unknown) in comparison to the aneurysm size from the previous study. The decision was made to repair the type I endoleak with stents or stent grafts. The physician elected to use another manufacturer's stent which was mounted onto a 30mm x 4cm balloon and upon deployment of stent at the proximal portion of the bifurcated stent graft, the stent expanded to about 24 mm and it was free floating within the stent graft. The other manufacturer's stent could not be expanded any further. The physician decided to snare the stent down to the level of the iliac artery and used a balloon to crush the stent into the wall of the stent graft. An aneurx iliac stent graft was then implanted to superimpose the stent. At the end of the procedure, the type 1 endoleak had resolved, likely due to the ballooning and no further intervention was performed. The type 2 endoleak was not addressed at this time. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak), (type 2 endoleak). Conclusion: (type 2 endoleak).